Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects,number 8 states,¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00053 / 00054).

Event description:
Legal counsel for the patient reported that the patient underwent an initial total hip arthroplasty. A review of invoice history found the initial hip arthroplasty was performed on (B)(6) 2006. Information received in patient¿s medical records confirmed the initial hip arthroplasty was on the right hip. Subsequently, the patient¿s right hip was revised on (B)(6) 2010 due to dislocations. The patient¿s operative report noted the right hip was unstable both posteriorly and anteriorly. The head and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.